Manufacturer narrative:
Resistance was noted near the distal end of the dilator when a brk needle/stylet assembly from current inventory was advanced through the returned dilator and sheath. The dilator tubing was cut lengthwise and evidence of skiving was noted along the inner wall of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the skiving remains unknown.

Manufacturer narrative:
Further information gathered from the field indicated the skiving had occurred prior to inserting the device into the patient. Since the skiving was detected prior to patient use and was replaced to complete the procedure, this event no longer meets regulatory reporting criteria.

Event description:
During device preparation, skived material was observed after inserting the non-abbott needle through the introducer while outside of the patient. Another sheath was used to complete the procedure with no adverse consequences to the patient.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Skived material was observed after inserting the non-abbott needle through the introducer. Another sheath was used to complete the procedure with no adverse consequences to the patient.